Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with missing retainer ring and reservoir tube lip o-ring. The pump was received with partially broken off piece at the reservoir tube lip. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor or displacement test due to physical damage. The pump was received with peeling keypad overlay. The pump also had a cracked keypad overlay at select button. Ther was also a minor scratched display window, case and keypad overlay. No physical damage to belt clip rails was noted.

Event description:
The customer reported via phone call that the clear ring on top of the reservoir was damaged. The customer¿s blood glucose level was up to 350 mg/dl and 158 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.